Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified and was traced to be due the cable assembly being disconnected from the connector on the analog board. The cable was replaced to resolve the problem. It could not be firmly established how the cable became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.